Event description:
It was reported that during a lap cholecystectomy procedure, the grasping pad got bent back and was dislodged. It did not fall off into the patient. Opened a new one to complete the procedure. There was no patient consequence.